Event description:
It was reported that the bd alaris lvp experienced foreign matter within the fluid pathway. The following information was provided by the initial reporter: this reporter began to hang some IV fluids for this newly admitted patient, but noticed in the piv tubing chamber a possible oily solution.

Manufacturer narrative:
Medical device expiration date: na. The initial reporter also notified the FDA on 26-aug-2022. Medwatch report # mw5111794. Investigation summary: no product or photo was returned by the customer. The customer complaint of foreign matter could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22065395 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 02oct2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.